Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10. B5: upon follow-up, it was reported the patient was hospitalized for the event. The frequency of vancomycin treatment was every 4th day. Antibiotic treatment was ongoing. At the time of this report, the patient was discharged from the hospital and has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin injection (2gm, intraperitoneal), mexotaz injection (1.5gm, intraperitoneal) and an additional unspecified medication for the event. It was not reported if the patient was hospitalized for peritonitis. The patient¿s outcome and action taken with pd therapy were not reported. No additional information is available.